Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd cathena 22gx1.00in straight bc needle retraction failed. It was reported by customer that customer inserted the catheter and when withdrawing the needle, the security mechanism did not engage to cover the needle tip. (Please see picture). Verbatim: complaint received via email(s) attached. Customer inserted the catheter and when withdrawing the needle, the security mechanism did not engage to cover the needle tip. (Please see picture).

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. From the returned photo, observed that the safety mechanism was not activated. However, unable to evaluate from the photo whether there is safety activation components failure/damage that resulted in the safety activation failure since no sample returned. Current control, there are outgoing functional test and in-process functional test to check and detect safety activation failure.

Event description:
Material #: 386806 batch#: 4096507 it was reported by customer that customer inserted the catheter and when withdrawing the needle, the security mechanism did not engage to cover the needle tip. (Please see picture) verbatim: complaint received via email(s) attached. Customer inserted the catheter and when withdrawing the needle, the security mechanism did not engage to cover the needle tip. (Please see picture).